Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. The customer reported complaint was replicated/confirmed. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The grip cable was broken at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. The root cause of this failure was attributed to a component failure. Failure analysis also identified an additional failure that was not reported by the site. The main tube was visually inspected and was found to exhibit signs of scratch marks/abrasions on the distal end. The main tube scratch marks measured roughly 0.087" to 0.169" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. The root cause of this failure is attributed to mishandling/misuse. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or procedure video was provided for review. A log review was performed and the following was confirmed: the malignant hysterectomy procedure was performed on (B)(6) 2022 on system sk2553. The prograsp forceps instrument had one use remaining following this procedure. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the surgeon moved the wrist of prograsp forceps instrument and it made a clicking noise. The cables on the tip were found to be loose, making it impossible for the surgeon to move the instrument. A backup instrument of the same kind was used and the procedure was completed with no reported injury.